Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a shaft from an oblique inserter broke intra-operatively. A piece of the shaft from the oblique inserter remains in the patient. Surgery took place on (B)(6) 2018.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a shaft from an oblique inserter broke intra-operatively. A peice of the shaft from the oblique inserter remains in the patient. Surgery took place on (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The instrument was returned, visually and functionally inspected. Upon review of the inserter, it was observed that the part was cut into several pieces. The inserter was cut in order to provide access to the inner shaft and unthread the instrument. It was also observed that the slap hammer at the proximal end of the instrument had sheared. The manufacturing and inspection records were reviewed and no relevant discrepancies were found.